Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. Following explant, insulation damage was observed on the rv lead. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead was returned in two pieces. An external insulation abrasion was found at the connector region of the lead breaching the is-1 connector leg exposing the ring electrode coil. The cause of the reported event of insulation damage was due to the external insulation abrasion found while the cause of the oversensing noise was due to the exposure of the ring electrode coil at the abrasion zone which is consistent with friction to the device can.